Event description:
It was reported to resmed (B)(6) that an astral device restarted unexpectedly and a low battery alarm was triggered. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(6) and an evaluation was performed. A review of the downloaded error logs confirmed that an unexpected restart occurred in the device and a low battery alarm was triggered. Evaluation showed that the battery was charged. Extensive system testing performed by technical services could not reproduce the reported issue. All performance testing confirmed that the device met specifications. The device was cleaned, serviced, calibrated and tested then returned to the customer. (B)(4).